Event description:
Related manufacturer report number: 2017865-2022-08700. It was reported that a patient presented with oversensing noise resulting in inappropriate mode switch on their atrial lead and implantable cardioverter defibrillator (ICD). The physician elected to explant and replace both the atrial lead and ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.